Manufacturer narrative:
The field service rep could not determine a cause and stated the analyzer passed multiple precision tests and check tests without his intervention. He performed multiple precision studies, check tests, calibration and qc to verify the analyzer performance.

Event description:
The user received discrepant results on several assays for three pt samples when the same samples were reported within 30 mins of the original testing on the same analyzer. Sample 1: initial calcium result was 6.98 mg/dl, repeat was 9.55 mg per dl and was reported; initial glucose result was 40.08 mg per dl, repeat result was 73.72 mg per dl and a result of 74.29 mg per dl was reported; initial potassium result was 3.22 mmol per l, repeat result was 3.87 mmol per l and was reported; initial sodium result was 114.1 mmol per l, repeat result was 136.1 mmol per l and a result of 136.2 mmol per l was reported. In 2009: sample 2 initial bicarbonate result was 13.8 mmol per l, repeat result was 26.5 mmol per l; initial glucose result was 69.46 mg per dl, repeat result was 119.78 mg per dl; initial potassium result was 3.90 mmol per l, repeat results were 4.52 and 4.51 mmol per l and 4.52 mmol per l was reported; initial sodium result was 115.3 mmol per l, repeat results were 133.3 mmol per l, 132.9 mmol per l and 133.3 mmol per l was reported. Sample 3: initial testing was performed a day before, and was reported. Repeat testing was performed in the next day. The initial calcium result was 9.51 mg per dl, repeat results were 9.43 and 7.28 mg per dl; initial glucose result was 88.59 mg per dl, repeat results were 88.55 and 58.40 mg per dl; initial potassium result was 4.53 mmol per l, repeat results were 3.89 and 3.53 mmol per l; initial sodium result was 139.8 mmol per l, repeat results were 121.2 and 109.9 mmol per l. The discrepant results were not sent to the floor or entered into the lis system.